Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was walking in the rain and a few hours later he tried to bolus and the buttons were not responding. Blood glucose value was 242 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was noted under the lcd screen, electronic assembly or motor. The pump also had a missing end cap sticker, a cracked end cap, a cracked case at the display window corner and a broken reservoir tube lip.